Event description:
During antegrade clot aspiration from the popliteal artery through an 8f removable hub catheter sheath introducer, it was noted that the brite tip was no longer attached to the body of the catheter.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag in two separate pieces: the complete brite tip, and the remainder of the catheter. The brite tip was noted to be whole, as it might look before being fused to the transition tip. It was no longer attached to either the ptfe inndr member or the distal transition tip. The ptfe lining of the brite tip was noted to be attached to and protruding from the distal end of the distal transition tip. Dimensional examination: the inner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. Microscopic examination: light optical examination of the dislodged brite tip revealed an inner diameter brown surface discoloration and the formation of and the formation of an inner diameter impression, indicating fusion of the ptfe lining to the inside of the brite tip. Abrasions of an unknown origin were noted about the external surface of the distal transition tip. Further evaluation using scanning electron microscopy (sem) on the brite tip and transition tip mating surface revealed a relative lack of decohesive rupture evidence suggestive of minimally acceptable fuse joint. Cordis is currently investigating this anomaly and has instituted additional inspections to prevent a recurrence of this discrepancy.